Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife, that the patient was experiencing "shortness of breath, weakness, fatigue and pain, particularly following eating." The "pain emanates from the shoulder then through the arms and then down to the fingers and has subsided following clinical reprogramming for no more than 48 hours." The device remains in use. No further patient complications have been reported as a result of this event.